Event description:
It was reported the device was used during an unknown produre. It was reported by the affiliate that the clip malformed. There was no pt consequence.

Manufacturer narrative:
H6; feedbar and applier floor damaged due to adhering to each other due to excessive dried body fluids. Product analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, poor; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 15. Functional tests & results: anti-backup functional, n/a; clip form properly, no; clip feed properly, no; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received and visual examaintion, it was concluded that reported incident during surgery may have been due to dried body fluids adhering feedbar to applier floor, applier was received with feedbar bonded to applier floor due to dried body fluids. Feedbar had become damaged when cycled after bonding to applier floor. No functional testing could be performed due to applier's physical condition. Breifly swishing applier with saline between uses will reduce occurrence of this incident. Each instrument is evaluated during assembly process to ensure it functions properly.